Event description:
Fill volume: unknown, flow rate: 2 ml/hr, procedure: chemotherapy, cathplace: IV. (B)(4)report 2 of 4. It was reported by our distributor that an incident of fast flow occurred during treatment with an easypump. The pump was supposed to infuse in 46 hours, but finished delivering in 13 hours. The pump was discarded after use. There was no patient injury reported.

Manufacturer narrative:
Method: the device was reported to have been discarded and unavailable for analysis. A device history record (DHR) review was performed for the lot number provided. Results: as the device was not available for an evaluation, no testing methods were performed and results cannot be obtained. Per the DHR review the lot met specifications at release. Conclusions: limited information was provided by the reporter. The fill volume and user conditions of the device was not received. Therefore we are unable to determine the cause of the reported incident. Additional information has been requested but not yet received. No conclusion can be drawn, if additional information pertinent to this complaint is received, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.